Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's mother called in to report that the customer had low blood glucose levels and an ambulance was called to treat. The customer was admitted as an inpatient at the hospital. The customer's blood glucose level was 48 mg/dl. The cause per the health care provider was a liver dump. The customer's blood glucose level at the time of call was 356 mg/dl and the customer treated with food. The customer was informed to call a diabetes therapy consultant for upgrade information. Nothing was replaced or returned.